Event description:
It was reported by the affiliate that when (2) atb45 devices were used during a laparoscopic low anterior resection the firing levers broke and the devices would not fire. Another device was used to complete the case with no consequence to the pt. Both devices were discarded.